Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the premature battery discharge was suspected. The device had only 3 months left reaching elective replacement indicator (eri). However, it was 1.5 years left until eri during a device check 6 months ago. The device was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Correction: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.